Event description:
Customer reported via phone call that batteries were only lasting two days. Customer also reported to sometimes have a blank screen display when batteries were changed. Customer's blood glucose was unknown. After troubleshooting, customer was advised that battery cap would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.